Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in impedance as well as high pacing impedance. It was also noted the lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.